Event description:
It was reported by the customer that where the clear end cap was not attached to the IV and was loose inside of the package. As a result, the IV has dripped blood out of the line after it is placed. Verbatim: rcc received a complaint via email. Email(s) attached. Over the last week, we have had 5 instances of the 24g yellow bd nexia IV kits where the clear end cap was not attached to the IV and was loose inside of the package. As a result, the IV has dripped blood out of the line after it is placed. This has been seen by 4 different nurses when starting 24g ivs. Pt code: 4582. Device codes: 1250, 2912. Mw5181269, mw5181271, mw5181272, mw5181273.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issues of cap loose and leakage were confirmed upon inspection of the photo. The clear end cap, also known as the vent plug, was not connected or was blocked by the vent plug or the bd max zero. As a result, leakage occurred and blood escaped from the control plug. The root cause of the loose vent plug is misalignment between the vent plug and the luer adapter during insertion. The design of the support gripper contributed to this issue. Corrective action was taken by modifying the gripper design to improve stability and ensure proper alignment of the luer adapter. The reported lot was manufactured prior to the implementation of this corrective action. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.